Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/15/2016. Retain product was tested and functioning according to specification. Return product is not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing did not meet the acceptance criteria for suppressed results found in q04.01.003 rev. Z, appendix 1- product complaint level 2 and level 3 investigation procedure. However, the customer complaint of unexpected potassium results was not reproduced. Assessment: no indication of a product malfunction. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification for potassium response. The laboratory sample was identified to have some level of hemolysis, however the I-stat sample was not checked before being discarded. There are no repeats on either platform. There is not enough information to determine whether an I-stat product malfunction occurred. Results for potassium are affected by the amount of time the sample is allowed to stand before testing, hemolysis, sample type (serum versus plasma) and interfering substances (bromide, sodium thiosulfate).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium (k) result on a patient. There were no injuries associated with this event. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. Method: date : collection time: tested time: k : I-stat, (B)(6) 2016, 1048am, 1048am, 7.3. Archeitect, (B)(6) 2016, 1048am, 1103am, 4.2. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).